Manufacturer narrative:
Title: (B)(6). Author: ahlam mahmoud al-kharabsheh,tsia-shu lo,eileen feliz m. Cortes,pei-ying wu publication: gynecology and minimally invasive therapy publisher: elsevier date: (B)(6) 2015.

Event description:
It was reported that following the implantation of a perigee the patient experienced vaginal bleeding, urinary urgency, "progressive bearing down sensation with protruding vaginal mass", mesh exposure, erosion, recurrent prolapse (stage iii), and stress incontinence. It was further reported that the "entire protrusion of the mesh" was removed and a vaginal hysterectomy and unilateral right sided sacrospinous fixation was performed to "correct the recurrent prolapse". No further patient complications have been reported in relation to this event.